Event description:
It was reported that the patient experienced pericardial effusion. The physician faced difficulties performing a transeptal puncture on a highly aneurysmal septum. Visualizing the procedure on ice was challenging. After multiple attempts, the physician successfully visualized his position and performed a low mid transeptal puncture. The ablation proceeded smoothly, and the watchman device was deployed without any issues. The patient remained stable with consistent pressures throughout the procedure. Post-procedure, approximately 10 minutes or so after they pulled the watchman sheath out, a tee revealed an effusion. An interventionalist was called to address the effusion. While discussing whether to proceed with draining it, dopamine was stopped, causing the patients pressures to drop significantly. Chest compressions were performed, and the effusion was drained. The patient stabilized, and they planned to extubate him. The patient is expected to fully recover. It was further reported that the lot number is not available for the sheath. The patient has been discharged home. The types of accessory devices and catheters used during the procedure are not available per customer. There was no physical damage observed in the device prior to the procedure. It was not known if the patient had any health issue prior to the procedure. The physician believes the location of the transseptal stick was too inferior and might have caused the event. The device is not expected to return as it was disposed.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.